Event description:
It was reported that the implant cannot be detached from the mount. The affected dental position is: unknown. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).